Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had reset unexpectedly. Additionally, it was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to gather further information, however no response was received.